Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after an intraocular lens (iol) implant procedure, the patient experienced unexpectedly poor vision. Distance vision was 6/12 and could not be improved with refraction, and the patient was unable to achieve any near vision. An early yag capsulotomy was performed at 3 weeks postoperatively, but it had minimal effect.